Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/06/2025, the patient received "sensor error" and "check back in 10 minutes alert". The highest blood glucose reported was 260 mg/dl. Eventually, the patient began getting readings again on the ilet pump. The agent educated patient on the sensor error alert. The patient confirmed. No further assistance is needed. The patient reported no symptoms during the event, and no medical intervention required at the time of call.